Event description:
It was reported that the patient has expired. It is unknown if the death was device related. On 09/02/2010 (through follow-up with the health-care provider), a response and a copy of the operative report was received. It was learned that the patient expired after an implant duration of approximately 0.03 months. Unfortunately, the cause of death was not provided. Per the operative report of (B)(6)2010, "the patient had good prosthetic valve function postoperatively" and " the patient was taken to the cardiac surgery intensive care unit in stable condition."

Manufacturer narrative:
Device not returned.this event was learned through implant patient registry. Through follow-up with the health-care provider, a response and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Upon review of a returned homechoice (hc) (yume) device, the technical service center engineer found a burnt part on the j4 connector of the accomp board and heater pan. There was no allegation about the burnt from the customer.